Event description:
Account stated that he has a 8010 surgical bed that the caster on the foot are not holding.

Manufacturer narrative:
Account replaced the caster to correct the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.